Event description:
Orig surg in 2005. Allegedly patient experiencing thigh pain on weight bearing activity. Possible stem is loose.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and the user facility. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00106, 00105. This event occurred in another country.